Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with proglide devices, using a pre-close technique, via a 6f sheath, prior to an endovascular aneurysm repair (evar) procedure. A femoral angiogram was not performed. Reportedly, a device misfire occurred. Two additional proglide devices were used with the same results. The evar procedure was completed. A fourth proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions-femoral angiogram not performed. Evaluation summary: the reported device misfire was confirmed. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; it was reported a femoral angiogram was not performed. Per the proglide instructions for use states, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery.